Manufacturer narrative:
The customer contacted a siemens customer care center. There were no process errors in the error log. Quality controls were within acceptable range. The assays were run on all three servers. The customer ran patient samples for an hour after the event occurrence without further issues. A siemens headquarters support center specialist reviewed the instrument data and concluded that the potential cause of the issue was sample specific for samples (B)(6), which were run in sequence due to both serum samples containing microclots and/or fibrin strands that impacted the proper sample aspiration and delivery to the cuvette from the aliquot, resulting in either the delivery of a large clot with excess sample or under-aspiration of sample for individual assays. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low glucose (gluc) results were obtained on two patient samples on a dimension vista 1500 instrument. Additionally, discordant, falsely elevated sodium (na) results were obtained on one of two patient samples upon initial and repeat testing. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher for gluc and lower for na. The results obtained on the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant gluc and na results.